Event description:
In (B)(6) 2012 pt had knee replacement surgery on his left knee. Two months after surgery his "knee failed". Pt began having symptoms of sever knee pain, "stabbing" pain behind his knee cap, inability to go up/down stairs, inability to extend his knee backwards, and his knee " locking up". Pt says he has been disabled ever since and unable to work as a meat cutter for giant foods. Also he is "angry" that he can't get help from FDA, no one calls him back. He wants the "article numbers" for any recalled knee implants for stryker. Pt states the knee is faulty and he wants it out of his body. Pt has an appointment (B)(6) 2014 with rheumatologist, and on (B)(6) 2014 with a new orthopedic doctor. His original doctor no longer takes his insurance.